Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the day of implant, the right ventricular (rv) lead thresholds increased and were high. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.